Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted, concurrently with hysterectomy, rso, and left salpingectomy, due to severe sui, chronic abnormal uterine bleeding, chronic pelvic pain, torsion of the right adnexa, and right ovarian cyst. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, bleeding, dyspareunia, vaginal scarring and septic blood infection. It was reported that patient underwent pelviscopy, enterolysis on (B)(6) 2010 due to adhesions. In 2010, the patient underwent explant of mesh due to extrusion. On (B)(6) 2012, the patient underwent pelviscopy with enterolysis & left oophorectomy, due to left ovarian mass and pelvic pain. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence and hypermobile urethra.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.